Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ tip syringe appeared to have visible black mold on the plunger barrel. The syringe is completely sealed. Found before use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: no related defects or issues were found in DHR. No quality notifications were created for this batch. Sample was provided for review, and it had grease on the plunger rod of the syringe. Investigation conclusion: n/a - potential root cause, true cause is unknown.